Event description:
It was reported that the patient presented via remote transmission. A nonsustained lead noise episode was triggered by a mismatch between the near field and far field channels. A programmer software update was recommended. The alert was cleared. Patient notifier was not reactivated. Device remains implanted. Patient will be monitored via follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.